Manufacturer narrative:
Patient date of birth, weight, brand name, additional device information are unavailable at this time. Concomitant medical devices: 3x drg lead. Therapy date: unknown when the lead migrated. Reportedly, the system was implanted in 2014. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR report: 1627487-2019-03471, reference MFR report: 1627487-2019-03472. It was reported patient experienced ineffective therapy due to lead migration. One of the patient's leads migrated. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be taken at a later date to address the issue.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-03471; reference MFR report: 1627487-2019-03472.

Manufacturer narrative:
Patient identifier (in confidence) and patient sex were inadvertently excluded in the initial report. This report contains missing data.

Event description:
Device 3 of 3; reference MFR report: 1627487-2019-03471, reference MFR report: 1627487-2019-03472.